Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks for ventricular fibrillation (vf). Sensing noise and post-sensed t wave oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.